Event description:
Additional information received reported that the manufacturer's representative had no new information regarding the patient as of (B)(6) 2012. On (B)(6) 2012, it was reported that the patient expired on (B)(6) 2012. The cause of death was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that while performing an impedance test, the patient's physician found that there were high impedances. All impedances measured on contact 3 were greater than 40,000 ohms. However, contact 3 was not being used, and patient was still receiving therapy with no issues. All other contacts yielded normal impedances. No return symptoms were reported. It was unclear which of the patient's two implantable neurostimulators (ins) showed the high impedances. The related ins's serial# is (B)(4). Additional information received on (B)(6) 2012 reported that the open circuit at contact 3 was not being used for therapy in the patient. High impedances did not resolve. Impedances of electrodes being used for therapy were reported to be 1,120 ohms. No changes in electrode programming were made.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID: 37642, serial#: (B)(4). Product type: programmer, patient: product ID: 3387s-40, lot#: v100240, implanted: (B)(6) 2008. Product type: lead: product ID: 3387s-40, lot#: v100240, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the death certificate stated that the patient was cremated. The section regarding whether an autopsy was performed was left blank. The cause of death was listed in this order: (1) multi-organ failure; (2) chronic dystonia; and (3) deep-brain stimulator. Subsequent information received reported that the device was created with the patient and the funeral home director did not know anything about an autopsy. Further information received reported that no autopsy was performed. If additional information is received, a supplemental report will be filed.